Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, seroma, rupture.

Event description:
Healthcare professional reported right side "large and medium folds", "edema¿,"right breast with greater projection with respect to the contra lateral", "rupture with fluid leaking into adjacent tissues", and "capsular contracture baker grade iii and IV." The device remains implanted.